Event description:
A talent and aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 33 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented to the ER with a retroperitoneal hematoma. CT imaging showed that the talent bifurcated stent graft had migrated approximately 1cm distally and there was a separation between the contralateral gate and the aneurx contralateral limb. The aortic neck had 30 - 40 degree angulation and was dilated at this time. The decision was made to implant a 32 mm endurant cuff proximally to ensure a seal and the left contralateral gate was relined with an endurant 16x16x93 limb. The right talent ipsilateral limb was relined with an endurant 16x20 limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (angulated and dilated aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (angulated and dilated aortic neck).